Manufacturer narrative:
The following fields have been corrected: a1, d4, h6 and h11 has been updated. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-nov-2022 to 25-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus due to faulty retractor band. A field service engineer replaced retractor band to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, the half-height cubie drawer was failed and prevented the user from accessing medications. The customer mentioned that there was a 25 minutes delay in patient care to retrieve the critical medication. The delayed medication was metoprolol. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 5.2 not detected on bus due to faulty cable. A field service engineer replaced retractor band to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, the half-height cubie drawer was failed and prevented the user from accessing medications. The customer mentioned that there was a 25 minute delay in patient care to retrieve the critical medication. The delayed medication was metoprolol. There were no adverse events or injuries reported based on this event.